Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4), physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1.5 mg/ml at .0096 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. It was reported that the catheter had migrated out of the intrathecal space and the patient¿s 40 cc pump was uncomfortable in the patient¿s left lower abdomen. The event date was unknown. The patient was taken to surgery and the pump and catheter were replaced. A new catheter and a 20 cc pump were implanted. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that ¿per the patient, she has difficulty bending her knees and she bends at the back¿. It was also noted that the hcp was made aware at time of the replacement procedure. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated catheter dislodgment was found on a magnetic resonance imaging (MRI) without contrast on (B)(6) 2018. It was noted the entire system was explanted/replaced on (B)(6) 2018. The device diagnosis was catheter dislodgement. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.